Manufacturer narrative:
Device has not been returned for functional eval. If investigative info becomes available, a supplemental form will be filed accordingly.

Event description:
Reportedly, the instrument jammed and would not toggle. Needle fell off into the cavity but was recovered. No further injury reported. Procedure: laparoscopic gastric bypass.